Manufacturer narrative:
The contact lens involved in the event was discarded by the patient hand no lot number information was provided. Based on all information, no causal factors can be determiend, and no conclusion can be drawn.

Event description:
Practice reported that a patient experienced itching, discomfort and light sensitivity after wearing contact lenses. Patient saw a doctor who diagnosed acute conjunctivitis and conjunctival injection and prescribed amoxicillin and chloramphenicol 0.5 percent drops. At follow up two days later, the patient saw a different doctor with complaints that her left eye was still sore. Upon examination, the doctor noted a lens in the left eye. The patient was presumably unaware the lens was in the eye. Patient was diagnosed with a central corneal ulcer, believed to be herpetic. No cultures were taken. The patient was treated with aciclovir ointment and was to continue the amoxicillin. At follow up three days later, conjunctival injection and an outline of the ulcer was still faintly present. Visual acuity was 24/6. The patient was instructed to follow up if no further improvement. The patient confirmed her condition resolved with treatment and the treating doctor noted there was no permanent decrease in visual acuity.